Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had several motor stalls with recoveries that were recorded in the pump logs, about a month after the pump was refilled. On (B)(6) 2010, at 1739, a motor stall occurred without a recovery noted. The pt had been recently hospitalized for pneumonia. The pt later had a pump refill on (B)(6) 2011, in which the nurse had difficulty accessing the center port. After filling the pump with 1.5ml, the nurse stopped and discontinued the refill procedure. Shortly after the refill, the pt was found unresponsive in her room and was then transported to the hospital. The physician had planned to access the pump reservoir and determine the volume. The motor stall was still active, anticipating a large volume discrepancy due to no delivery since (B)(6) 2010. The hcp will do a roller study and consider replacing the pump. The medications being delivered via the device system were bupivacaine and fentanyl. Additional information has been requested, a follow-up report will be sent if additional information becomes available.